Event description:
It was reported that when the hcp was attempting to implant the catheter he chose to use the longer touhy needed. When he attempted to pull the needle and stylette back, the catheter sheared, and eventually broke. A portion of the catheter remained implanted in the intrathecal space. The hcp tied that piece off. He attempted to utilize a second catheter and the same thing happened. In both cases, the stylette would not pull back easily, even when the hcp attempted to let the catheter relax. He finally elected to implant a different model catheter, and had no troubles. Review of the MFR's device registration system indicated that the pt expired. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. See MFR report #6000030200703260.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.